Event description:
It was reported that the patient underwent a procedure for artificial disc replacement at c5-6. The patient reported that approximately 80 months post-op that she began experiencing arm numbness and weakness. She reports bone was growing into her spinal cord causing the same symptoms as before ¿ loss of function and weakness. She states that according to her pain management doctor, she has bone spurs above c5 and c6, and around c4-5.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.